Event description:
The complainant reported that during preparation of performing a therapeutic procedure the physician noticed the back hollow tube was loose on the device. The device was not used. No pt ill effect.

Manufacturer narrative:
Info supplied in section f was completed by the manufacturer based on info obtained from the user facility. Any info not included in this section or any other section was na at the time of submission of this medwatch report to the FDA. This device has been received by this MFR, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures. Bsc reference # a00024661 date filed: 6/13/2006.